Event description:
It was reported that the patient fell around (B)(6) and fractured her arm, also damaging her radial nerve. It was noted that while the dbs did help with the patient's parkinson¿s symptoms, she still experienced some rigidity and tone symptoms and difficulty walking. In the case of the fall, the patient froze and was unable to catch herself before falling. It was noted that the fall was not related to the patient¿s implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v324755, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# v323742, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).